Manufacturer narrative:
Device evaluated but was not repaired.

Event description:
It was reported by service report that the siderail could not remain latched in place due to a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.